Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment and further analysis performed were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.